Event description:
The customer contact reported an operator error in programming the device, which resulted in the patient receiving more medication than intended. The intraoperative patient was undergoing an unspecified procedure of the back. At an unspecified time, an unspecified line was programmed to deliver diprivan 1000mg/100ml, at a dose rate of 50mcg/kg/min., and the delivery was started. At an unspecified time, a second unspecified line was programmed to deliver an unspecified concentration of remifentanil and the delivery was started. No specific programming parameters were provided. It was reported that the diprivan was titrated to unspecified dose rates throughout the procedure, the customer contact reported the patient's bispectral index (bis) monitor value was between 40-60 which the customer contact indicated was the desired value. At 1700, it was reported that the bis monitor indicated a value of "0." The customer contact stated that "0 indicates deep anesthesia." At this time, the anesthetist noted the device display indicated that the diprivan was delivering at a dose rare of 500mcg/kg/min instead of the intended dose rate of 500mcg/kg/min. The customer contact indicated the diprivan delivery was stopped "for a few minutes." After an unspecified length of time, the unspecified line of the pump was reprogrammed to deliver the diprivan, at a dose rate of 50mcg/kg/min, and the delivery was resumed. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. The pump history was downloaded at the service center. A review of the pump history indicated that on (B)(6) 2012 at 1211, line c was programmed in the continuous mode, to deliver 1000mg in 100ml, at a dose rate of 50mcg/kg/min, and the delivery was started. Between 1338 and 1409, line c was titrated to dose rates between 60mcg/kg/min and 90mcg/kg/min. At 1415, line c was reprogrammed with a dose rate of 500mcg/kg/min instead of the intended dose rate of 50mcg/kg/min and the delivery was started. At 1418, line c was stopped. At 1425, line c was reprogrammed with a dose rate of 50mcg/kg/min and at 1429 the delivery was started. Between 1437 and 1454, line c was titrated to dose rates between 25mcg/kg/min to 40mcg/kg/min. At 1457, line c was stopped and the device was powered off. A review of the pump history indicated the pump delivered as programmed. This report represents all the information known by the reporter upon query by hospira personnel.